Event description:
On (B)(6) 2013, the reporter contacted animas alleging short battery life with no replace battery warnings. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the pump powered on to the verify screen normally. The display screen was observed to be dim and discolored. There were no power events related to the initial complaint observed in the black box history. There was no evidence of excessive battery usage observed in the black box. The battery compartment was observed to be intact with no cracks and no evidence of moisture contamination inside the battery compartment or underside of the battery cap. The battery cap was able to be fully tightened with no loss of power observed. The current draws were observed to be within specifications. The pump case was removed and no evidence of moisture contamination inside the pump was observed. There was no evidence of intermittent contact to the battery terminal contacts observed. Verification of excessive battery usage was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.